Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Observation revealed that the bottom jaw was broken off, damage visible at the area. Unrelated: observation revealed corrosion across the surface of the device. Visual inspection against previous examples confirm the device is not chrome-plated. Though the manufacture date is unknown, it can be estimated to be near 2016 based on similar batch numbers. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported the knee scorpion is broken. No case impact reported.